Event description:
It was reported that the catheter broke at the time of passage. The implantation of the catheter was interrupted and another catheter was used for completion of the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf0274 showed no other similar product complaint(s) from this lot number.